Event description:
MFR received a report from an attorney alleging that the end user was using wheelchair with a shopping basket attachment at a k-mart store, when the basket fell onto user's knee while user was seated in the chair. As a result of the incident, the end user sustained a tear in the left knee requiring surgery.